Event description:
It was reported that after the removal of a trial stimulator, a yellow fluid leaked form the lead site. The patient spent 47 days in a hospital and 10 in a nursing home. An MRI was performed that showed "several holes in the spine". Patient was placed on antibiotics and underwent surgery to remove the fluid and infection. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.